Event description:
The customer was hospitaoized for high bgs. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The family member also stated that there is a crack in glass area of the reservoir compartment. Advised family member for customer to discontinue the pump use and revert to manual injections. Instructed customer call back to perform the high-pressure test when clamp arrives.